Event description:
Additional information was received indicating that the system was explanted. This product is no longer in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed erosion and infection. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) eroded through the patient's axilla post radical mastectomy procedure a few months ago. The patient reportedly no longer had any tissue to keep the device in place. The physician externalized the device and secured it to the patient's chest. The device will be explanted eventually. Request for additional information was sent but no further information was obtained. There were no additional adverse effects reported. The product remains in service.